Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported with a description of the iol (intraocular lens) had started to be discharged from the pre-loaded delivery system, but the leading haptic had either broken off or been folded completely back inside the main body of the iol in the delivery system. Due to the extremely compacted nature of the iol in the nozzle of the delivery system it was not clearly visible. There appeared to be some damage at the rear of the iol where it was still in the main body of the delivery system that had been caused by the plunger - this may be due to the iol being unable to exit the delivery system nozzle if the haptic was trapped inside the main body and not leading out through the nozzle. Additional information has been requested.

Manufacturer narrative:
The device with the lens was returned inside the opened carton. The lens stop and plunger lock were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was retracted to mid-nozzle. The lens was located in front of the plunger at the fill line. The lens appeared to be stuck in the device. The optic was partially extended beyond the beveled posterior side of the device. This optic portion was split on the posterior and a small cracked area was also observed. The trailing optic edge has a small tear observed, located at the ceiling of the device. The leading haptic gusset area was extended outside the nozzle tip and was cut or broken. The broken haptic portion of the leading haptic was not returned. The trailing haptic appeared to be folded into the optic fold. The device nozzle tip has stress lines in the location of the stuck, damaged optic. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. Viscoelastic information was not provided. It is unknown if a qualified viscoelastic was used. The root cause cannot be determined for the reported complaint. The lens was returned partially extended beyond the device tip. The leading haptic was cut or broken; therefore it is not possible to confirm if the leading haptic was straight during delivery attempt. A straight leading haptic is not a product malfunction. This is an acceptable position per the diagrams provided in the IFU (instructions for use). The optic was stuck in the device, and the trailing and leading optic areas are damaged. It is unknown if a qualified viscoelastic was used. The IFU instructs: during device preparation and implantation of the company iol with the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Lens may become stuck in the device: ¿ if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to become ¿stuck¿ in the device ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).